Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 7070534. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5167182.

Event description:
It was reported that the patients lead was protruding through the skin. The patient underwent a revision procedure wherein the lead was cut from the anchor and removed the patient was doing well post-operatively.